Event description:
Hcp reported the catheter body was longer than the internal guidewire. The guidewire was unable to be seen through the 6 side holes at the distal catheter tip. It was reported that teh implant was very difficult.